Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) contacted the customer and confirmed the mavig arm which holds the lead shield broke at the end elbow. The customer stated that the mavig arm had collided with an object, causing the shield arm to fall; however, the safety cable prevented it from hitting the floor. The elbow remained intact and prevented the shield from detaching completely. Upon checking with the customer, quote for evaluation and repair service was sent to customer however customer did not provided any response and the quote was cancelled. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the arm that holds the lead shield broke and fell. No harm was reported to philips. Philips has started an investigation of this complaint.